Event description:
The pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The event occurred following the insertion of a new infusion set and site. The pt has continued to use the pump with no reported subsequent events.